Event description:
It was reported that during a medial meniscal radial tear repair, the surgeon placed the portals as recommended in a very tight knee. The upper jaw peripheral and the laser mark were placed over the tear. The first stich and the suture were delivered through the meniscus, but the link that connects the upper jaw and the inserter broke off; the broken pieces and the suture were removed from the patient¿s anatomy. It was not possible to use the commando to use the orange handle and re-position for the second stitch. No significant surgical delay or other complications reported. Surgery was completed using a fast fix device.

Manufacturer narrative:
B5: updated event description corrected information: b1: type of event. H1: type of reportable event. H6: health effect - clinical code and impact code.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a medial meniscal radial tear repair the surgeon placed the portals as recommended in a very tight knee, the upper jaw peripheral and the laser mark was placed over the tear. The first stich and the suture were delivered through the meniscus, but the link that connects the upper jaw ant the inserter broke off it was not possible to use the commando to use the orange handle and re-position for the second stitch. No significant delay or other complications reported. All the broken pieces and the suture were removed from the patient¿s anatomy. Surgery was completed using a fast fix device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device, used in treatment, was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. The upper jaw hinge can break when excessive force is applied during use, if the portal placement is low, or jamming the device in and out of the knee or into the structures in knee. The probable root cause for the upper jaw hinge to break could be due to torqueing the device excessively and placing too much force on the hinge and upper jaw. If the hinge is broken, the orange trigger can no longer control the upper jaw and the surgeon will have incomplete stitch. The risk management documentation was reviewed and found to contain this failure mode within the risk file, no updates are required. The instruction for use (IFU) outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time. No relevant clinical information or the device were provided to perform a thorough medical investigation. Based in the information provided, all the broken pieces and the sutures were removed from the patient¿s anatomy. It was reported the surgery completed using a fast fix device with no significant delay or other complications. Therefore, no further clinical/medical assessment is warranted at this time.